Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, passista. Guiding catheter: launcher 6f sal2.5, jl3.5. Stent: xience alpine 2.25 mm, 2.75 mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified eccentric de novo lesion in the bifurcated left anterior descending coronary artery that was 80% stenosed. There was resistance with the anatomy during advancement to the target lesion with a 3.0 x 12 mm traveler rx balloon catheter. Post-dilatation was performed with the traveler rx, however the balloon was unable to inflate during the first inflation and ruptured at 8 atmospheres. The procedure was successfully completed with another balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.